Manufacturer narrative:
The investigation was completed by our experts with the following results. The log file analysis showed that the system had detected an issue with the power supply voltage in the generator and, consequently, x-ray release was blocked. Further investigation revealed that this issue was caused by a voltage drop on the d601 board. The power supply voltage was adjusted from 4.72v to 5v as part of service activity, and the system was brought back to specifications. However, this was a temporary solution, which does not prevent recurrence as this is a known systematic issue. A field corrective action distributed via an update instruction ax038/18/s (reported under c&r # 2240869-6/12/2019-0039-c, res # 83203) permanently resolves the issue. The corrective action has been available since 2019. According to the available information, the customer refused the corrective action, and, thus, the concerned unit has never been upgraded. It is highly recommended to perform this update on the system to avoid reoccurrence.

Event description:
Siemens became aware of a malfunction that occurred while operating the axiom artis dtc system. The cardiac surgery patient was undergoing a coronary angiography procedure when the digital subtraction angiography (dsa) stopped emitting radiation. The user restarted the device, however, the generator bootup failed after the system powered up. The surgery was stopped, and the procedure was delayed. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.